Event description:
It was reported to medtronic minimed that the customer reported pump crack. The customer reported no adverse event. The event involved product(s) mmt-1882. Troubleshooting was declined. No harm requiring medical intervention was reported. Mmt-1882 was requested and the device was returned for analysis.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. The pump was received with cracked keypad overlay at the select button, cracked battery tube threads and cracked case at the battery tube side. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, faded serial number label, pillowing keypad overlay and stained keypad overlay. Pump was also received with a critical pump error (open book image) alarm. Unable to perform the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, force sensor test, and displacement test due to critical pump error (open book image) alarm. Pump successfully downloaded traces and history file using thump. Test p-cap and reservoir locked properly into reservoir compartment during testing. The pump was received without a battery. No damage noted on the battery cap. Pump was cut open to perform visual inspection and found moisture damage on pcba 1, moisture damage on pcba 2 and corroded force sensor. No damage noted on the motor. On a related svn: (B)(6) - (B)(4), perform the history review 2 days from the event date 26-jan-2026 in the pump history file and found 2 pump error 35 on (B)(6) 2026 and 1 lost sensor 1 alert (780) on (B)(6) 2026. Unable to test for lost sensor alert, sensor error alert due to critical pump error (open book image) alarm. Found fatal alarm pump error 35 in the pump history file on (B)(6) 2026 08:10:19.000 and on (B)(6) 2026 08:20:00.000. Critical pump error (open book image) alarm confirmed due to fatal alarm pump error 35. Critical pump error (open book image) alarm and pump error 35 alarm confirmed due to corroded force sensor. Cosmetic damage was confirmed at the front and the back of the pump. Unable to perform the required testing due to critical pump error (open book image) alarm. Alarm-aa99-critical pump error confirmed. Alarm-a338-pump error 35 confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.